Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
During evaluation of the device by a philips fse, it was observed that the battery does not hold a charge. There was no patient involvement.